Event description:
The customer states that an audible alarm from inside the workstation will intermittently sound when plugging the workstation into the electrical wall outlets. There has been no pt injury.

Manufacturer narrative:
The ge service rep found the workstation isolation transformer output reading 124.8 vac vice 119 vac +/- 3. He re-strapped the isolation transformer. The transformer output now measures 120.4 vac. The system powers on and boots normally.